Manufacturer narrative:
Continued e1: (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported left side "deflation" of a gel device with silicone perspiration, effusion (captured as seroma), capsular contracture, baker grade I, with "waves, folds and rotation" and change of device colour found during surgery. The device has been explanted.